Manufacturer narrative:
Background information: quickie iris wheelchair owner's manual, page 6 states: "whenever you aren't attending the wheelchair, always use the wheel-lock to secure the rear wheels, and lock anti-tip tubes in place if you must leave the rider alone, even for a moment. This will reduce the risk of a tip over or loss of control of the chair." Quickie iris wheelchair owner's manual, page 6 states: "your chair is designed for use on firm, even surfaces such as concrete, asphalt, indoor flooring, and carpets." Discussion: in evaluating the complaint, the dealer reported the end user was using the wheelchair, with no one pushing him outside, when he began to go downhill and hit a guard rail. The dealer stated that he was not sure if the end-user used the wheel locks and that the unit's right side had the most damage. Clarifying details were provided during communication between a sunrise medical sales representative and the therapist who prescribed the wheelchair. The end user is allegedly dependent in all mobility due to preexisting conditions (dementia with compromised cognitive ability). The therapist stated the incident occurred because the end-user's residential nursing facility failed to engage the wheelchair's wheel locks. . The therapist alleged this caused the end user to roll down the hill. The therapist stated the nursing facility had not been forthcoming with details from the incident. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. The end user's therapist stated the end user sustained a head laceration that required staples, stitches to the right anterior shin and assorted bruises/scrapes to the right arm and leg. There has been no information provided on ongoing treatment. Conclusion: in conclusion, there is no evidence of malfunction or defect from the wheelchair. Due to the allegation of serious injuries that required medical intervention (head laceration that required staples and stitches to the right anterior shin), this MDR is being filed.

Event description:
Initially, the dealer reported the end user was using the wheelchair, with no one pushing him outside, when it began to go downhill and hit a guard rail. The end user's therapist alleged the incident occurred because the end-user's residential nursing facility failed to engage the wheelchair's wheel locks ; the therapist alleged this caused the end user to roll down the hill. There is no evidence of malfunction or defect from the wheelchair. The end user's therapist stated the end user sustained a head laceration that required staples, stitches to the right anterior shin, and assorted bruises/scrapes to the right arm and leg.